Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 354 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.